Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when using the analyzer function, testing the ventricular lead, the programmer froze and started beeping. The cables were disconnected and the programmer turned off and back on, however an error message generated on the screen. The programmer was changed out and the case was able to be completed. The programmer has not been returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: at analysis the reason for return was not confirmed. It was noted that there were errors in the update history and new software was installed, it was cleaned and it passed its electrical safety as well as all final functional and systems tests.

Event description:
It was further reported that the product had been returned to service.